Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing pain at the ipg site. As such surgical intervention was undertaken on (B)(6) 2024, where the pocket was revised. Therapy was restored and addressed the issue.